Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused stenosis and migration. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not indicate a device malfunction. Rather, patient and/or vessel characteristics may have contributed to that event. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided it is not possible to provide a clinical determination as to the cause of the reported events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, stenosis and migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, stenosis and migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages. Per the medical records, the patient had been diagnosed with high stage testicular cancer and was found to have a large retroperitoneal mass, iliac vein thrombosis and a right testicular mass. The patient was scheduled for chemotherapy and needed an orchiectomy prior to beginning chemotherapy therapy. Heparin was stopped in order to do this procedure and a ¿greenfield¿ filter was placed. Per the implant records, deep vein thrombosis (dvt) and inferior vena cava (ivc) clot were listed as pre procedure diagnosis. The inferior vena cava filter (ivc) was placed suprarenal with no reported complications. Approximately thirteen years and five months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan for an unspecified injury of the inferior vena cava. The CT report findings noted the presence of an ivc filter, with the body of the filter within the intrahepatic portion of the ivc, suprarenal in location and with normal orientation within the cava. The distal inferior vena cava was described as small. Numerous varices within the anterior abdominal wall were also reported. Other incidental findings included a distended gallbladder without calcified stones, a moderate distended bladder, mild diverticulosis and a mildly enlarge spleen. Results from this CT scan were compared to results from a CT completed prior to the index procedure. Previous CT report details were not provided for review. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years and eight months post implantation. The patient reports filter embedment, blood clots, clotting and or occlusion of the ivc, in addition to device unable to be retrieved; however, no documented attempts to remove the filter were provided. The patient further asserts to have suffered from side pain post implant and experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused stenosis and migration. The patient reported becoming aware of filter embedment, blood clots, clotting and or occlusion of the ivc, in addition to device unable to be retrieved; however, no documented attempts to remove the filter were provided, approximately nine years and eight months post implant. The patient also reported to have experienced side pain post implant and anxiety related to the filter. According to the medical records the patient had a high testicular cancer and was found to have a large retroperitoneal mass, iliac vein thrombosis and a right testicular mass. The implant record listed the indication for the filter placement as deep vein thrombosis and inferior vena cava (ivc) clot. The filter was placed suprarenal with no reported complications, followed by a radical right orchiectomy. Approximately thirteen years and five months post implant, the patient underwent an abdominal computed tomography (CT) scan for an unspecified injury of the inferior vena cava. The CT report findings noted the presence of an ivc filter, with the body of the filter within the intrahepatic portion of the ivc, suprarenal in location and with normal orientation within the cava. The distal inferior vena cava was described as small. Numerous varices within the anterior abdominal wall were also reported. Other incidental findings included a distended gallbladder without calcified stones, a moderate distended bladder, mild diverticulosis and a mildly enlarge spleen. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Stenosis is an abnormal narrowing of a vessel and does not indicate a device malfunction. Rather, patient and/or vessel characteristics may have contributed to that event. Due to the nature of the complaint the reported side pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided it is not possible to provide a clinical determination as to the cause of the reported events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was late stage testicular cancer necessitating surgery and chemotherapy and history includes deep vein thrombosis (dvt) and inferior vena cava (ivc) clot. The ivc filter was placed suprarenal with no reported complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, stenosis and migration. Approximately nine years and seven months post implant, the patient reported history of benign essential hypertension disorder, detrusor sphincter dyssynergia disorder (dsd), acute dvt of the lower limb, chronic pain syndrome and a defective inferior vena cava filter. The patient was recommended a dose increase of metoprolol tartrate as part of the care plan. Approximately thirteen years and five months post implant, a CT revealed the filter, with the body of the filter within the intrahepatic portion of the ivc, suprarenal in location and with normal orientation within the cava. The distal inferior vena cava was described as small. Numerous varices within the anterior abdominal wall were also reported. Other incidental findings included a distended gallbladder without calcified stones, a moderate distended bladder, mild diverticulosis and a mildly enlarge spleen. Per the patient profile form (ppf), the patient reports filter embedment, blood clots, clotting and or occlusion of the ivc, in addition to device unable to be retrieved; however, no documented attempts to remove the filter were provided. The patient further reports side pain and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Stenosis is an abnormal narrowing of a vessel and does not indicate a device malfunction. Rather, patient and/or vessel characteristics may have contributed to that event. Due to the nature of the complaint the reported side pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided it is not possible to provide a clinical determination as to the cause of the reported events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the medical records, the patient had been diagnosed with high stage testicular cancer and was found to have a large retroperitoneal mass, iliac vein thrombosis and a right testicular mass. The patient was scheduled for chemotherapy and needed an orchiectomy prior to beginning chemotherapy therapy. Heparin was stopped in order to do this procedure and a ¿greenfield¿ filter was placed. Per the implant records, deep vein thrombosis (dvt) and inferior vena cava (ivc) clot were listed as pre procedure diagnosis. The inferior vena cava filter (ivc) was placed suprarenal with no reported complications. Approximately thirteen years and five months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan for an unspecified injury of the inferior vena cava. The CT report findings noted the presence of an ivc filter, with the body of the filter within the intrahepatic portion of the ivc, suprarenal in location and with normal orientation within the cava. The distal inferior vena cava was described as small. Numerous varices within the anterior abdominal wall were also reported. Other incidental findings included a distended gallbladder without calcified stones, a moderate distended bladder, mild diverticulosis and a mildly enlarge spleen. Results from this CT scan were compared to results from a CT completed prior to the index procedure. Previous CT report details were not provided for review. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years and eight months post implantation. The patient reports filter embedment, blood clots, clotting and or occlusion of the ivc, in addition to device unable to be retrieved; however, no documented attempts to remove the filter were provided. The patient further asserts to have suffered from side pain post implant and experienced anxiety related to the filter. Approximately nine years and seven months after the filter was implanted, the patient underwent a medical consultation to reestablish care and for medication refills. The patient was reported to have a history of benign essential hypertension disorder, detrusor sphincter dyssynergia disorder (dsd), acute dvt of the lower limb, chronic pain syndrome and a defective inferior vena cava filter. The patient was recommended a dose increase of metoprolol tartrate as part of the care plan.